Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A non-healthcare professional reported after surgery that, patient experienced blurry vision with driving and reading, and was unable to see cash register at work. The clinical reason for explant was iol rotation and was replaced with atiol lens. Additional information has been requested and received stated that lens had rotated 005 degrees since original cataract surgery. There was no patient harm and patient was no hospitalized.